Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Field service engineer was dispatched to the facility to investigate the device and could confirm the reported failure since patient pump 1 was found to be stuck and difficult to turn by hand. A new patient pump was installed and the problem was solved. Subsequent functional and verification tests were run and passed positively, consequently unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during setup. There was no patient involvement.

Manufacturer narrative:
Analysis of complaints database revealed no other similar cases notified since unit installation in 2017. Based on available information and taking into account the review of similar events, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (causes related to environmental conditions).